Event description:
It was reported that the device could not be flushed. The device was not used in/on the patient. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a review of the DHR for the product was performed. This lot was inspected and it passed all inspections. This is the first complaint reported for this lot number and general issue to date. Investigation summary: one 4.2 fr s/l broviac catheter w surecuff in three segments was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for unable to infuse, more specifically, for catheter aneurysm as the proximal segment of the catheter was not patent to infusion and ballooning occurred just distal to the protective sleeve during applied hydraulic pressure. The break surfaces of ends of the catheter fragments had striations, which are consistent with cuts by sharp instruments. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. Infusing the catheter with a syringe smaller than 10ml may cause catheter ballooning; however, the conditions at the time of the reported event are unknown. Labeling review: the instructions for use (IFU) that was included with the product prescribes the proper method of implantation for this device to prevent undue injury to the patient and damage to the product. On site care instructions states to use alcohol wipes during cleaning's. (Expiration date: 09/2022). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the device could not be flushed. The device was not used in/on the patient. Another device was used to complete the procedure. There was no reported patient injury.